Manufacturer narrative:
D6b updated. The investigation is ongoing.

Manufacturer narrative:
B5: added the updated clinical review. D9: updated the devices return information. H6: omitted f12 and added f2303.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 57-year-old male patient presenting in cardiomyopathy. While the patient was in the intensive care unit (ICU), hematuria was noted. The urinary output was noted to be greater than 30ml/hr and amber in color. In addition, the purge system was blocked. The cassette was changed to troubleshoot. Thrombolysis was initiated to resolve the issue. The last purge flow (pf) was 2.2ml and the purge pressure (pp) was above 1,000 mmhg. The impella functioned at p-9 at 5.7l/min without issues. Thrombolytics were utilized for the purge pressure to mitigate impact of biomaterial within the motor and there was no impact on the patient. The post-procedure outcome is survival. The pump was explanted after 29 days of support. This is well beyond indicated use. It is unknown if the hematuria resolved. Poor positioning of the impella can cause hemolysis.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A4 is unknown.

Event description:
Clinical rationale: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 57-year-old male patient presenting in cardiomyopathy. While the patient was in the intensive care unit (ICU), hematuria was noted. The urinary output was noted to be greater than 30ml/hr and amber in color. In addition, the purge system was blocked. The cassette was changed to troubleshoot. Thrombolysis was initiated to resolve the issue. The last purge flow (pf) was 2.2ml and the purge pressure (pp) was above 1,000 mmhg. The impella functioned at p-9 at 5.7l/min without issues. The post-procedure outcome is unknown. It is unknown if the hematuria resolved. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Corrected information has been provided in d4 (serial) and h3. Hematuria: the cause of the injury was not determined due to insufficient clinical details. High purge pressure: the cause of the high purge pressure could not be determined as no data logs were returned to analyze purge pressure values in the field and issue did not reproduce with returned product.